Manufacturer narrative:
A follow up will submitted when additional information become available.

Event description:
The customer reported possible power surge at the hospital causing the unit to alarm ac voltage error while providing therapy to a patient. The issue did not disrupt therapy and the patient was not harmed. They were able to swap to another unit without any issues. The ac voltage error continues to display.no harm to any person has been reported. As the cardiohelp was exchanged during treatment, which is a potential risk for the patient, a report is needed.complaint ID: (B)(4).

Event description:
Complaint ID:(B)(4).

Manufacturer narrative:
It was reported that there was a possible power surge at the hospital causing the unit to alarm ac voltage error while providing therapy to a patient. The failure did not disrupt therapy and the patient was not harmed. The customer replaced the cardiohelp device without any issues. No harm to any person has been reported. As the cardiohelp was exchanged during treatment, which is a potential risk for the patient, a report is required.a getinge field service technician (fst) was sent for investigation. The failure could not be replicated and no parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and the error message "ac voltage error" could be confirmed on 2025-04-18 and 2025-04-19.the most probable root cause is a power surge at the hospital, which was causing the unit to alarm with an "ac voltage error" stated by the customer.however, according to the risk file v24 of the cardiohelp device (dms# (B)(6)) the following root causes can lead to the reported failure: wrong external input voltage or wrong internal voltage: - wrong external supply voltage (overvoltage, under voltage, negative voltage at dc, ac voltage on dc mains)- overvoltage- failure of internal parts of ac/dc line voltage- internal current power distribution malfunction.the cardiohelp system has a redundant power supply of an external power supply and battery supply. The redundant design of two usable batteries and the alarming about defect batteries cause a maximum safety. According to the instruction for use (chapter "check before every application", point 15) the user should only start the application when the batteries of the cardiohelp are fully charged and calibrated. An ac voltage error can occur if the device was disconnected/connected within 5 seconds. The device was manufactured on 2022-11-16.the review of the non-conformities has been performed on 2025-05-12 for the period of 2022-11-16 to 2025-04-21. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely.in addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas.based on the results the reported failure "ac voltage error" could be confirmed within the log files, but not reproduced by the fst.the customer will be informed about the results by the getinge sales and service unit.the occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.